Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient claimed the body had rejected the stimulator and had caused the patient to lose hair and fingernails. It was also reported that the stimulation was causing itchiness from head to toe. The physician provided treatment of the symptoms with steroids.

Manufacturer narrative:
Additional information was received that the physician stated that the issues that the patient complained of were separate from the scs device.

Event description:
A report was received that the patient claimed the body had rejected the stimulator and had caused the patient to lose hair and fingernails. It was also reported that the stimulation was causing itchiness from head to toe. The physician provided treatment of the symptoms with steroids.